Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture the infusion set. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels of 300 mg/dl. From the infusion set falling off prior to 3 days of use. Reportedly the customer will replace the infusion set but in some instances had to wait to get to her infusion set supplies which causes the elevated bgs. The customer would replace the infusion set and take a correction bolus via the pump to address the elevated bg. Customer stated they will use a skin tac to keep infusion sets on. The infusion set information could not be provided.